Event description:
A patient undergoing an evoke spinal cord stimulation trial went to the emergency room due to potential signs of infection and was prescribed oral antibiotics. The patient stopped taking the antibiotics due to nausea. The patient¿s pain physician determined that there was not an infection present, but the implanted leads were removed as a precaution and additional medication was administered.